Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had a cardiac resynchronization therapy defibrillator (crt-d) system implanted due to complete heart block. This left ventricular (lv) lead was attempted during the procedure but was not successfully implanted and a different lead model was implanted in the left bundle branch (lbb) instead. The implant procedure was noted to have been completed successfully. However, the patient received emergency care using a balloon pump due to cardiac tamponade and passed away on the same day as the implant procedure. The official cause of death was noted to be unknown at this time and in the physicians opinion, it is unknown if the products or the implant procedure contributed to the patients death. Attempts to gather additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had a cardiac resynchronization therapy defibrillator (crt-d) system implanted due to complete heart block. This left ventricular (lv) lead was attempted during the procedure but was not successfully implanted and a different lead model was implanted in the left bundle branch (lbb) instead. The implant procedure was noted to have been completed successfully. However, the patient received emergency care using a balloon pump due to cardiac tamponade and passed away on the same day as the implant procedure. The official cause of death was noted to be unknown at this time and in the physicians opinion, it is unknown if the products or the implant procedure contributed to the patients death. Attempts to gather additional information were unsuccessful.